Event description:
A malfunction alarm was reported, displaying a malfunction code. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump reliably. The customer was advised to call back if the malfunction code reappeared and confirmed understanding of these instructions.